Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had loaded a cartridge with over 200 units but reported that the pump displayed 0 units. The customer's blood glucose level was 316 mg/dl. The customer declined further troubleshooting with tandem technical support and reportedly loaded a new cartridge.